Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 990 mg/dl. The customer experienced nausea, vomiting, abdominal pain, difficulty in breathing, thirsty and chest became super heavy. The customer¿s blood glucose did not lower down, then was brought to the hospital and was admitted to intensive care unit for 2 days. The insulin pump was not on auto mode at the time of incident. The customer treated with manual injection in hospital. Based on customer report customer does not allege pump was under delivering. Customer was able to complete carelink upload. The insulin pump will not be returned for analysis.